Event description:
While performing service to the ventilator, the manufacturer's service technician reported finding diagnostic codes in the ventilator log history indicating an autozero failure. An autozeroing failure may affect the accuracy of the system pressure measurement. The customer did not report the occurrence to the manufacturer previous to service or at the time of its occurrence. There was no patient harm reported. The service technician replaced the 3 station solenoid to address the finding. Performance verification testing was completed and tests passed per operating specifications.